Event description:
Patient received an appropriate shock during vt. Arrhythmia was converted to a slower rate. It was reported the patient¿s daughter received a shock from the lifevest. No allegation of a death or serious injury. The residual risk associated with a bystander being shocked while in contact with the patient requiring defibrillation is disclosed in the patient manual as a warning. The warning is stated as ¿do not touch the patient while a shock is being delivered. Anyone touching the patient during a treatment may be shocked.¿ reporting for bystander shock.

Manufacturer narrative:
Device evaluation of monitor and belt has been completed at the distributor. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.